Manufacturer narrative:
H3 - device evaluation: lens returned dry and with residue/debris on product in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -6.5/3.0/088 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2024 the lens was exchanged for a same length lens and the problem resolved. In the reporters opinion the cause of the event was unknown.